Event description:
The user facility reported a 80-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that during a reported suction alarm, no sound was emitting from the console. The staff went into the audio settings and disable the audio and reenabled again. Support was maintained with no noted patient harm resulting from the failure.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the aic - buzzer/ alarm malfunction has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. The failure mode was reproduced, and the alarm did not sound when a suction condition was created. The console was analyzed, and the speaker cable was found to be unplugged which explains why no alarm sounds were produced. The cause of the inaudible alarm was a loose connector that was unplugged.